Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staples would not hold after five stapling without any problem. At the end of the sixth stapling, when the stapler was removed, the cartridge dislocated itself from the stapler but did not fall into the patient. The surgeon noticed that the staple line was not correct as usual (staples misplaced) and he decided to reinforce the staple line with a manual suture. This sixth stapling was the last stapling of the procedure. No consequence for the patient. The stapler and the sixth cartridge will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with a reload present. The reload was received empty and with the pan detached. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.